Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) set screw could not be fixed. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.